Event description:
A report was received that the patient had a possible infection. Symptoms include inflamed, red and hot pocket site. The infection was procedure related. The patient was prescribed with antibiotics and underwent an explant procedure of the ipg. No device malfunction was suspected.

Event description:
A report was received that the patient had a possible infection. Symptoms include inflamed, red and hot pocket site. The infection was procedure related. The patient was prescribed with antibiotics and underwent an explant procedure of the ipg. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.